Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their setting must be too low because the stimulator was not sending a signal. The patient did not feel stimulation and therapy was on. The patient noted they were on program 2 at 5.3. The patient did not know if that was his normal program or not. The patient stated the last time he saw the healthcare professional (hcp) the patient had it too high and she adjusted it and it was working fine. The patient noted he had a fall and fractured his ankle so they operated on that. The patient mentioned he fell on the side where the implantable neurostimulator (ins) was located. The patient wondered if he may have damaged the implant. The patient noted the fall was on (B)(6) 2016. The patient noted when he was in the hospital he just urinated and was wetting himself, but thought it was the anesthesia or pain medication he was on. The patient then noted when he went to rehab and they decreased his pain medication he noticed he was incontinent because they had to come in and change him several times because they could smell it. The patient added he didn¿t realize he had an accident. The patient noted they had a loss of therapy was sometimes after his fall on (B)(6) and probably around the first of january. The indication for use is unknown.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va183hq, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the patient had fecal incontinence, and a lead displacement after a fall. The hcp stated the right lead was removed and replaced with fluoroscopic guidance and complex programming. The hcp also noted the battery was replacement. The hcp noted the patient had a fall recently and had fractured his ankle. The hcp stated while the patient was in the hospital for repair he began to have episodes again of fecal incontinence and did not feel stimulation from the device. The hcp stated the patient came to their office and had impedances checked, which were normal, and he was sent for an x-ray and the lead looked as if it were lateral in the foramen and all 4 electrodes seems to be anterior to the bone. The hcp stated the lead also seemed to be pointing in an abnormal direction. The hcp noted the patient elected to undergo a revision. The hcp noted that during the revision the lead was too lateral in the foramen and it was not in the ideal position as far as direction. The hcp noted the lead was pulled out in its entirety. The hcp noted the patient had good sensation at 0.65 amplitude which was increased to 1.15 before he was discharged. There were no further complications that have been reported as a result of this event.